Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronic assembly or motor assemblies. The device had cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump displayed a button. The patient's blood glucose level is 148mg/dl. Trouble shooting was conducted and found water and physical damage. Device is being returned. No further information available.